Manufacturer narrative:
Device investigation narrative - due to no product being returned, evaluation, and investigation are not possible. No definitive conclusions can be made without pertinent manufacturing information or a device to evaluate. No further actions can be taken at this time. If relevant information becomes available to assist with traceability, the complaint will be revisited. Evaluation codes updated to indicate that manufacturing review was performed. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the sutures were pulled free from the anchor and the inner plug was lost in the joint. It is unknown whether it was removed with suction or remains within the joint space. There was a delay of approximately 35 minutes reported. No patient impact was reported.